Event description:
The hcp reported the pt presented in 2004 with poor wound healing and incisional wound opening of the device pocket. A culture of the device pocket was positive for staph aureus. The pt was treated with total device system explant. The pt experienced no drug withdrawal. The pt had a risk factor of being extremely thin.